Manufacturer narrative:
Unit received with constant pump error 63. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test and self-test or verify prime/fill anomaly due to pump error 63. Thus, software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm on (B)(6) 2024 11:09:41.000, on (B)(6) 2024 11:00:22, on (B)(6) 2024 11:09:41.000 in the file history files. Pump 63 error due to hardware error. Cut and open found moisture damage on the electronics assembly during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, missing display window cover, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. In conclusion, unable to verify possible under delivery anomaly due to constant pump error 63. However, pump error 63 alarms in history on event date due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a hardware low-level failure (pump error 63) alarm, and the pump was not giving an insulin. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884l. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.